Event description:
It was reported that the insulin gauge was inaccurate. The customer re-loaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.